Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that during device interrogation at implant, noise was observed. The noise continued after connecting the leads. The physician placed the device in the pocket, but there was no improvement. The device was replaced and the procedure was completed.

Manufacturer narrative:
The reported field event of noise on real time egms was confirmed in the laboratory. Noise was observed on the real time egms after performing a capacitor maintenance charge. Leaky hv output switches were identified during bench testing, which caused the noise observed in the field. The device was tested using automated test equipment and met all test specifications.